Manufacturer narrative:
The calibration and qc were both passing at the time of the event. The investigation determined that the signal for troponin t hs measurement is decreased due to an interfering factor leading to bead aggregation and thereby signal quench. The concentration of the complaint sample thus shows results below the measuring range. Per the product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur." The investigation determined that there was no product problem found.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit. The patient had multiple blood draws, and the customer received an alarm. After a dilution ratio of 1:20, the results from a different cobas analyzer were 6 ng/l, 7 ng/l, and 8 ng/l. After a dilution ratio of 1:50, the result from a different cobas analyzer was 150 ng/l. After a dilution ratio of 1:400, the result from a different cobas analyzer was 1200 ng/l. The result with a point of care device was 1 ng/l. They reported a result of less than 13 ng/l, and the patient was sent home.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.